Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and the reported issue with the instrument could not be replicated or confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The clip test was performed twice and passed. The instrument was fully functional. Additionally, the instrument was found to have one (1) severely bent grip, causing misalignment of the grip tips. There was a 0.947mm offset at the tips. A clip can be properly loaded into the clip groove of the grip tips. The grips were not found to have cracking damage.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the clip could not be fitted and grabbed by the medium-large clip applier instrument. The use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred intraoperatively in the patient body. Fire was not possible. The issue was related to the clip applier jaws remaining static/not moving when surgeon commanded movement. The jaws couldn¿t be closed. The issue was related to clip opening after closure of the clip. Medium-large hem-o-lock clips were the type of clips were used with the clip applier instrument. The vessel or tissue bundle greater than the specified diameter suggested in the instructions for use (IFU) (10 mm for medium-large clip applier, 13mm for large clip applier). The incident occurred at the first application of the clip applier during the case.